Manufacturer narrative:
Insulin pump received with no button response due to flattened esc and act button dome switch. However, found unlocked j2/lcd keypad connector during visual inspection. Also received with cracked reservoir tube lip and scratched lcd window. (B)(4).

Event description:
It was reported that the buttons on the insulin pump were not working. Customer's blood glucose reading at the time of the call was 167 mg/dl. No further information reported.